Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient presented with a one millimeter corneal infiltrate in the right eye one week post photorefractive keratectomy. The patient reports no pain, redness, or discomfort. The patient is using topical antibiotics and steroids. The patient was referred to a corneal specialist.